Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that trial patient had soreness from the procedure. Additional information was received on 2015-sept-15 with trial patient reporting their cath volumes are larger than normal. More information was received 2015-sept-17 reporting that trial patient was nervous because they were voiding less frequently. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.